Event description:
I had breast implants put in my body in 2007. Starting in 2009 I have been diagnosed with fibromyalgia, chronic fatigue syndrome, arthritis, raynauds, had a major back surgery due to no injury, have constant ear aches, dry eyes, allergies, chronic pain, pain in my breasts, the list can go on. All of these have been medically diagnosed. I am a (B)(6) single mother who is a personal trainer therefore I work out daily, eat healthy, and have never had any health issues until I put these toxic bags in my body. No one in my family has any illnesses or health issues. I am to the point where I am almost bedridden. I have missed the past 10 years of my kids' lives. I don't know who I am anymore and I'm just barely getting by. These things ruined my life if I knew then what I know now. I never would've put these things in my body. Now I lay here basically dying waiting and hoping to get these things out of me. Worst mistake of my life. Test date - (B)(6) 2018: lumbar discectomy, herniated disc. Test unit: unk. (B)(6) 2009, scleroderma. (B)(6) 2010: arthritis. (B)(6) 2011: raynauds. (B)(6) 2019: chronic fatigue syndrome. And the list goes on and on. I don't have enough room for everything but would gladly give copies of all my 10 years worth of medical records. FDA safety report ID# (B)(4).